Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint 53605, it was reported that a patient's dental implant failed to integrate.

Event description:
Per complaint (B)(4), it was reported that a patient's dental implant fractured. The implant was removed. No additional adverse patient consequences were reported.